Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that reason for call was pt spent all day yesterday charging the implant (ins). Pt also said they did not think it was holding up all night because pt had to get up and put "...cain on my leg' (could not hear the name of medication). Pt reported getting system problem, rm04 which started a week ago. Pt mentioned they had another recharger available and they tried their second recharger for the first time yesterday and got rm04 as well. Pt saw no damage. An email was sent to repair to replace the controller since rm04 was coming up with 2 different rechargers. Pt mentioned they got the new recharging kit because they had a big problem way back and pt called a lady and they gave pt a whole new unit. Pt was not able to describe what the problem was and when. Pt sounded confused. No symptoms were reported. Additional information was received from a manufacturer representative (rep) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). Patient reported that when they tried to recharge, this morning, their lithium battery went from 80% down to 30% in a very short amount of time. Further troubleshooting indicated that patient has a bad recharger; patient said the recharger got real warm and rep reported the recharger wire is pulled back slightly from the recharger head and the wire is extra flexible. Technical services (ts) reviewed with caller that based on issues described it was likely a short on the recharger that caused the lithium battery to drain. The recharger used was given by a different manufacturer representative (rep), that patient didn't use until today. Ts recommend that patient goes home and use the recharger that they have been using and if patient still has issue with recharging then patient is to call patient services (pss) for further troubleshooting. If patient calls the recharger will likely need replacement since patient got controller replacement today. Patient was using the recharger that rep gave them because they were charging for about 20 minutes without getting increase in the implant battery level. Patient was keeping the screen awake to monitor. The patient (pt) then called patient services (pss) and was told by the rep to call in. Pt confirmed the recharger (rtm) is heating up. Pt did confirm that they can charge up controller normally with ac power cord. A replacement recharger (rtm) was sent out to the patient. No symptoms were reported.

Manufacturer narrative:
Other relevant device(s) are: product ID: 97755, serial/lot #: nlf039270n, ubd: , UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (s/n (B)(4) revealed that there was a no device found message, a dent on the donut, the left side plug was broken, and the recharger failed the rms voltage at the h field prob test. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.